Event description:
During broaching of the femur rasp 37.5 0 got stuck. Fixed procedure is to start with cdh rasp, then 37.5 0 and then on. When removing the rasp, it appeared to be stuck in the femoral canal. After multiple attempts, the connection of the rasp broke into the rasp holder. The doctor could not remove the rasp anymore from the femur. The rasp was eventually removed with great effort with the help of revision chisels and visigrip and extraction device. The operation was extended byapproximately 25 min.

Manufacturer narrative:
Additional information: returned to manufacturer on; device evaluated by mfg. An event regarding a crack fracture of an exeter rasp was reported. The event was confirmed. Method & results: -device evaluation and results: the event was confirmed. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: no discrepancies were reported. -complaint history review: there have been 3 other events for the referenced lot. Conclusions: the device was confirmed to have broken following approximately 13 years of service. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been 2 other events for the lot referenced.

Event description:
During broaching of the femur rasp 37.5 0 got stuck. Fixed procedure is to start with cdh rasp, then 37.5 0 and then on. When removing the rasp, it appeared to be stuck in the femoral canal. After multiple attempts, the connection of the rasp broke into the rasp holder. The doctor could not remove the rasp anymore from the femur. The rasp was eventually removed with great effort with the help of revision chisels and visigrip and extraction device. The operation was extended by approximately 25 min.